Event description:
The ge oec 9800 fluoroscopy system had the left (live) monitor blank out. Left monitor failed. No image display.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective left (live) monitor. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.